Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, acceptable pacing thresholds could not be obtained on the right ventricular lead. The lead was not used and a new lead was successfully implanted.